Event description:
Information was received indicating that the cadd ms3 pump malfunctioned. It was reported that the device did administer medication for three hours. It is perceived as not administering the drug continuously. There were no adverse events reported.